Event description:
The customer reported a loss of the live fluoroscopic x-ray image. No pt or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The fuse on the power signal board was evaluated and replaced. The system was tested and found to be working as intended and put back into service.